Event description:
It was reported that there was a black foreign bodies in the vent cap of a clearlink system secondary medication set; further described as "3 dimensional and scattered on the tip". The issue occurred during setup, when putting the vent cap onto the medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.